Manufacturer narrative:
H3 other text : device evaluated by manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation the raised issue could not be confirmed. Device error code log was reviewed, and error code e-45 and e-12 occurred. The main pca was replaced by the technician's judgement to prevent failure. No abnormalities were found.